Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an unknown surgery treating the distal radius. It was confirmed that the patient had bilateral fractures of the distal ends of the radius, and tcp products had been used bilaterally. A postoperative x-ray of the right side showed that the contralateral cortical bone was cracked where the cortex screw was inserted. The rotating part at the base of the handle did not move well, making it difficult to insert screws. It was difficult to attach the drill sleeve in question to locking holes and stability could not be obtained. When the drill sleeve was tightened strongly to stabilize it, it became difficult to remove from a plate. For the drill sleeve, it was difficult to attach to locking holes and stability could not be obtained. When it was tightened strongly to stabilize it, it became difficult to remove from a plate. The surgery was completed successfully with no surgical delay. Patient was listed as stable (B)(4) captures the left radius. (B)(4) captures the right radius. (B)(4) to capture the postoperative event on the right side. This report is for threaded lcp(tm) drill guide f/lcp(tm) distal radius plates for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: initial reporter is j&j company representative h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history: part # 323.029. Lot # l805210. Manufacturing site: werk hagendorf. Release to warehouse date : 26 april 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.